Manufacturer narrative:
The reported events of low pacing lead impedance and helix mechanism issue were confirmed. A complete lead was returned for analysis in one piece with helix found extended and clogged with blood/tissue. X-ray examination found the inner coil was overtorqued with one filar broken inside the connector region consistent with procedural damage. After cleaning and cutting the lead, the helix was able to retract and extend by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported events of low lead impedance and helix mechanism issue was isolated to overtorqued inner coil and helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures; however, internal shorts was noted between conductor due to overtorqued inner coil inside the connector region consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead helix continued to extend without any maneuver. It was also noted that the rv lead exhibited low pacing impedance. The rv lead was not used and replaced during the procedure. The patient was in stable condition.